Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm "when clogged". They stated the pump failed to alarm. Mmdg did follow up with the initial reporter who stated that they had no further information about the complaint. They reported that the complaint occurred during testing and no patient had been involved. (B)(4).